Event description:
On 3/06/2024, during the preventive maintenance (pm), the device was reported that it had failed the psi 30 test. After the pump is calibrated, it is operational. No patient was involved as it was discovered during testing.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is a previous complaint (B)(4), on the device. This pump underwent routine maintenance where it was detected the pump's performance fell outside the acceptable range for the 30 psi test. Consequently, it necessitated an adjustment to the pump's 30 psi threshold. Following this discovery, recalibration has successfully addressed the issue.